Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned. The anchor and collagen were stuck in the cap of the hemostasis sheath. The carrier tube was in the forward locked position and was kinked towards the proximal end. No other damage or issues were identified. One 6 fr angio-seal vip device was returned to terumo medical corporation. The complaint device was returned with the carrier tube and hemostasis sheath partially assembled. The anchor and collagen were stuck within the valve of the hemostasis sheath. The carrier tube was forward locked and kinked towards the proximal end. As a result, the complaint was confirmed for a kinked carrier tube. The exact root cause cannot be determined. The device may have been damaged from excessive bending during assembly. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A2: date of birth: born in 1956. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the angio-seal did not deploy because it was impossible to click the mechanism allowing the release of the patch. They then applied a compression dressing. The patient remained in stable condition and there was no injury. A 6fr procedure sheath was used. A pre-deployment angiogram was not performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Insertion without issues; during deployment, there was no catching on the artery. The procedure being performed for the patient prior to the use of the angio-seal was popliteal femoral dilatation. The estimated blood loss was less than 250cc.